Event description:
It was reported the patient was experiencing nausea, vomiting, sweating, insomnia and increased pain. A motor stall was confirmed in the pump event logs. No motor stall recovery was noted. The drug used in the pump was fentanyl 3000 mcg/ml at a dose of 1179. 1 mcg/day. An additional update was done to the pump and still no recovery was noted in the logs. It appeared the pump was in a stall state and would need to be replaced. Additional information has been requested, but was not available on the date of this report.